Manufacturer narrative:
On 01/08/2016 the field service engineer (fse) found a leak from the manual probe rinse block. While trying to replace the block the air cylinder shaft broke off so the entire probe wipe assembly was replaced. The bleach check valve in the wbc chamber had been leaking in the past so it was replaced. The wbc diluent dispenser was showing excessive bubbles so both dispensers were replaced. This resolved the issue with wbc backgrounds being close to the limit and at times failing. The repairs were verified per established procedure. (B)(6).

Event description:
The customer reported an uncontained diluent/cleaner leak of about 25 ml from the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.